Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hypoglycemia recorded at 50 mg/dl after receiving too much insulin following meal announcements, associated with announcing smaller-than-usual meals and reporting insulin doses of about 17¿18 units; the user described feeling ¿weird¿ and treated episodes with oral glucose, and education was provided on accurate meal size announcements. Customer care provided support that included analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to announcing incorrect meal sizes, and involvement of the user interface in how the feature was used, consistent with an improper or incorrect procedure or method. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included insufficiently characterized impact related to the hypoglycemic events. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.